Manufacturer narrative:
H.6. Investigation summary: bd received 1 sample and 6 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for leakage was not observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd determined that the root cause of the indicated failure mode was attributed to the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® push button blood collection set there were air bubbles forming in the tubing and preventing the tubes from filling properly. The following information was provided by the initial reporter. The customer stated: "blood could not be drawn due to air leakage from the root of the winged needle."

Event description:
It was reported when using the bd vacutainer® push button blood collection set there were air bubbles forming in the tubing and preventing the tubes from filling properly. The following information was provided by the initial reporter. The customer stated: "blood could not be drawn due to air leakage from the root of the winged needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.